Manufacturer narrative:
The facility described the incident as being related to the lift boom suddenly dropping, and not caused by the lift tipping over. They confirmed, the lift was inspected by an invacare tech on (B)(6) 2019 (same day as the incident). The tech found loose tie rod bolts, and a loose spring bolt, in the shift handle assembly. The lifting hardware was tightened by the invacare tech, and the facility put the lift back in use. They were asked to discontinue the use of the lift involved in this incident. The connection, if any, between the loose bolts found by the tech and the boom suddenly dropping is unknown. Invacare is awaiting the return of the product. The extent of the injury, and if the patient received medical treatment are unknown at the time of this filing. Should additional information become available, a supplemental record will be filed. The rpl600-1 lift was manufactured by invacare rehabilitation equipment co. However, they are no longer in business. The manufacturer of these lifts has since been transitioned to invamex. Therefore, the MDR is being filed under invamex..

Event description:
The maintenance director at the facility reported that 2 stna's, we're transferring the patient from the bed to a chair, using an almost 4-year-old, rpl600-1 lift. During the transfer, the lift started to tip over, the patient fell to the ground, hit her head on the chair, and was transported to the hospital.

Manufacturer narrative:
On 01/22/2020, the rpl600-1 patient lift was returned to invacare where it received an expanded evaluation, which was completed on (B)(6) 2020. Utilizing existing complaint information, actual observations, and functional testing of the returned product in its ¿as received¿ condition, the complaint was not confirmed for the boom of the lift suddenly dropping during the raising and lowering of the test dummy during the test.

Event description:
The maintenance director at the facility reported that 2 stna's, we're transferring the patient from the bed to a chair, using an almost 4-year-old, rpl600-1 lift. During the transfer, the lift started to tip over, the patient fell to the ground, hit her head on the chair, and was transported to the hospital.